Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio initially tried to replace the main keypad assembly, but then observed an additional device power issue.  Physio then replaced the power supply assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer initially reported to physio-control that their device was not displaying the proper battery level through the display. During the device evaluation by physio-control, it was observed that the device was losing power after being powered on. There was no report of any patient use associated with the reported issue.